Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged no power to the pump. No further information was available. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: review of the black box showed evidence of a unexplained power on reset event following a 162 loss of prime warning on (B)(6) 2016. No battery cap returned and all testing was performed with a test battery cap. On investigation, the pump powered on using the test battery cap which was able to fully tighten. A 24-hour basal program was run without and interruption in power or call service alarms duplicated. Investigation did not duplicate the alleged no power issue. There was no evidence of moisture or loose components inside pump. Unrelated to the original complaint, the battery compartment and pump case were noted to be cracked.